Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient noticed the leads were beginning to be exposed from their scalp. In turn, a washout and scalp rotation was performed on (B)(6) 2022. The issue has reportedly resolved.

Event description:
Additional information revealed that the wound was opening again. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.